Event description:
The procedure was embolization of a wide neck intracerebral aneurysm. When the pressure indicator reached the release area, the coil (orbit mini complex fill 3x4) could not be released. Then the physician tried to use another release pump and failed again. Those devices will be returned for evaluation.

Manufacturer narrative:
All the products were new. Prior to connecting and during prep, the syringe or coil delivery system was damaged. The dcs syringe was utilized to prep the device, and damages were noted during prep. If yes, please describe. The blue zone was not exceeded on either syringe during prep. After disconnecting the second syringe, the coil delivery system or syringe were not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system. No leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connectors were checked for proper seating/fitting on the delivery system hub, and nothing wrong was noted at the connection. After the coil did not detached at the initial zone, the alternative red zone was utilized to detach the coil. No coils were detached with these same syringes. Other than the reported event, no damages were noted on the syringes or coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). Prior to shipping, no other issues were noted with any part of the products being returned. No further information was available. Information will be submitted within 30 days of receipt.